Event description:
"Customer reported: difficult to draw doses with this syringe. Air is often introduced into the dose making it difficult to draw appropriate volume. This increases the amount of time it takes for a technologist to draw the correct dose and increases the radiation exposure to the technologists.